Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the stent found signs of stent damage. Stent struts in the 5 most proximal stent strut rows were bunched distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube showed multiple kinks on the proximal end of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that crossing difficulties were encountered. The stenosed target lesion was located at the left anterior descending artery. A 2.75 x 38 mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis of the stent found signs of stent damage.